Event description:
The customer reported a loudspeaker error on the intellivue multi measurement server x2. It is unknown if sound was still coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) determined that the customer had a question regarding the loudspeaker error alarm. The problem was not present at the time of the call. The user was not onsite with the user to troubleshoot. The rse asked the customer whether the problem was still present but received no response by email. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.